Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that her insulin pump had an error message. The blood glucose reading was 468 mg/dl, and she treated with a bolus. The customer experienced vomiting, excessive thirst, and lost weight. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the customer to run a manual prime test and the insulin did exit. Performed the high pressure test and the test failed twice. No further information was provided.

Manufacturer narrative:
No battery out limit alarm. The insulin pump alarmed failed after battery insertion due to faulty battery tube. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to failed battery test alarms. The insulin pump had cracked case at display window corner and cracked reservoir tube lip.